Manufacturer narrative:
The reported event that the patient required revision surgery due to pain and discomfort could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
A post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system. Subject 03-012. Patient presented with continued pain and discomfort that did not resolve with physical therapy. Hardware removal of 6 interlocking screws only (references not available) on (B)(6) 2021 resolved without sequelae: (B)(6) 2021.